Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said she was uncomfortable when using the pw the first night and ended up getting an infection. It is unclear if this was related to the pw. Patient will try pw again once cleared. It is unclear if the lot number was requested. No additional information provided. (Used with female wicks). It was unknown what medical intervention was provided.